Manufacturer narrative:
Additional information can be found in the following sections: d4 (lot number), d9, g3, g6, h2,h3, h6, and h10. Correction: section h10 in the initial report referenced a fenestrated bipolar forceps instrument instead of the monopolar curved scissors (mcs) instrument. "Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument..." Should be updated to "intuitive surgical, inc. (Isi) has requested that the monopolar curved scissor (mcs) instrument..." D02 - intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint of ¿the instrument had burnt tip and chip in scissor.¿ for clarification, the instrument was found to have discoloration of the tips. The root cause of this failure is attributed to a component failure. Further evaluation found the mcs instrument had blade damage. Both blade edges were indented, which prevented the blades from closing. The root cause of mechanical indentations/burrs instrument blades is typically attributed to user mishandling/misuse. It was noted the instrument had 8 uses remaining. An instrument log review was conducted, which resulted in the following findings: the logs show the customer last used the monopolar curved scissor (mcs) instrument was last used on (B)(6) 2021 during a right hemicolectomy procedure on system sk1655. The instrument had 8 uses remaining. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned, but the instrument has not yet been received the for evaluation. Therefore, the root cause of the customer reported failure mode has not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A system log review was not performed since there is insufficient or unconfirmed product/event information. No image or video was provided for review. Advanced technical review: not required ¿ adequate information has been obtained to investigate the complaint. No further advanced technical review escalations required. Based on the information provided, this event is being reported due to the following conclusion: it was reported that during central processing, the monopolar curved scissor (mcs) instrument tip was burnt. Although the burnt tip was found in central processing, it is unknown if the burn occurred during a procedure. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter also sent report to FDA? Is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510k (2020 reports) and adverse event are not applicable.

Event description:
It was reported that during central processing, the customer observed the monopolar curved scissor (mcs) instrument tip was burnt and had a chip in the blade. There was no reported patient injury or harm. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information on 10-sept-2021. The robotic coordinator reported that the reason why there was no additional information provided for the instrument was because it was found damaged upon inspection during processing. It was stated that the instrument was reprocessed and before being sent back into circulation, the instrument was inspected under a microscope and the reported issue was found. The robotic coordinator had no additional information to provide. There was no patient involvement at the time that the issue was identified.